Event description:
Additional information received identified that physician reported the cultures were clear of infection and patient status was good. Infection has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a mild infection at the scs ipg site. Reportedly, patient had a prior dental infection. Patient was prescribed with IV antibiotics. Surgical intervention is was undertaken wherein the scs system was explanted (B)(6) 2018.